Event description:
It was reported that during a coronary stent procedure, the balloon would not inflate and stent deployment was not possible. The entire system, including guiding catheter was removed. No patient injury or complication occurred.